Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported an infection was present at the ipg site. In turn, the patient had their system explanted. Patient was prescribed oral antibiotics and the infection was resolved.

Event description:
Additional information received indicates that the infection resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.